Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported implanting an intraocular lens after a vitrectomy procedure. During removal of viscoelastics, aqueous humor leaked from the trocar cannula. The posterior chamber of the patient collapsed, pupil extension and reverse pupillary block occurred. A mydriatic ophthalmic drop was instilled; however, this did not resolve the issue. The patient was observed postoperatively and rupture of the pupillary sphincter was confirmed. Additional information and product sample have been requested.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. A device history record review for each of the component lots (eight) was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause for this event. The product was reprocessed met the products acceptance criteria. Seven lots had no anomalies found based on the device history record reviews. A complaint history examination indicates that this is the first complaint received against the trocar component lots for leaking. Because a sample was not returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, the root cause for the leaky trocar cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. (B)(4).